Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the system error 322 through review of the event history lot. The evaluation found the lower link switch slow to respond, which caused the reported alarm. The lower auxiliary assembly (including the link switch) was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate system error 322 alarms.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed system error 322. There was no patient involvement.